Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 98% target lesion was located in a shunt in a severely calcified and moderately tortuous artery of the left forearm. A 4.0 x 40, 40cm mustang balloon catheter was selected to dilate the lesion. During initial dilation, blood flow was not completely improved so the physician dilated the device at high pressure. During the third inflation the balloon ruptured at an unspecified pressure. The procedure was completed with another of the same device and blood flow improved. No patient complications were reported and the patient's condition was good.